Event description:
It was reported that the pt was revised due to loosening.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info. Eval: the DHR has been review and the lot in question was produced, inspected and packaged within established and validated process parameters.